Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-03467. It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited non-sustained right ventricular oversensing. Programming changes were discussed. No intervention was reported. The patient was stable throughout and will continue to be monitored remotely.